Event description:
Reporter alleged obtained a result of 120 mg/dl and 125 mg/dl on a pt using the advantage system. Reporter indicated the pt was experiencing the hypoglycemic symptom of being unresponsive. Reporter stated that they did not treat the pt, but took him to the hospital where a result of 10 mg/dl was obtained 15-20 minutes later. He reported that the pt was treated with 25 grams of d50 at the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the alleged product has been discarded and so nothing will be returned for evaluation.